Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with 200-300 units of room temperature insulin. Additionally, the customer alleged that the fill estimate depleted faster than expected which caused multiple, low insulin alerts to occur. There was no reported impact to the customer's blood glucose level. Although requested by tandem technical support, the customer reported being unable to upload the pump data logs. Reportedly, the customer had manual injections available as alternate insulin therapy.